Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported in a disrupt-af study, the patient experienced myocardial infarction approximately a month after having a pulsed field ablation (pfa) procedure. It was further reported that the patient presented to the emergency room (ER) on (B)(6) 2025 with symptoms of hypertension, migraine and some chest tightness. Nstemi noted in clinical impression during the ER visit, troponins were elevated, and myocardial injury type ii was noted in the discharge summary due to hypertensive emergency. Lexiscan stress test was negative for induced ischemia. The patient was initially started on a heparin drip due to hypertensive emergency and slightly elevated troponin. The patient was discharged on (B)(6) 2025. Per emr discharge notes, it mentions that the patient had no chest pain and was stable per cardiology standpoint for discharge. Additionally, the patient has a history of hypertension per ER visit note, with history of migraines and anxiety contributing to higher blood pressure. The physician does not suspect that the adverse event was related to the procedure or farapulse system. The device is not expected to return for analysis as it was disposed.

Event description:
It was reported in a disrupt-af study, the patient experienced myocardial infarction approximately a month after having a pulsed field ablation (pfa) procedure. It was further reported that the patient presented to the emergency room (ER) on (B)(6) 2025 with symptoms of hypertension, migraine and some chest tightness. Nstemi noted in clinical impression during the ER visit, troponins were elevated, and myocardial injury type ii was noted in the discharge summary due to hypertensive emergency. Lexiscan stress test was negative for induced ischemia. The patient was initially started on a heparin drip due to hypertensive emergency and slightly elevated troponin. The patient was discharged on (B)(6) 2025. Per emr discharge notes, it mentions that the patient had no chest pain and was stable per cardiology standpoint for discharge. Additionally, the patient has a history of hypertension per ER visit note, with history of migraines and anxiety contributing to higher blood pressure. The physician does not suspect that the adverse event was related to the procedure or farapulse system. The device is not expected to return for analysis as it was disposed.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: based on the available information, although the product was not available to be returned, we have determined that myocardial infarction, hypertension, headache, chest tightness/pressure. And cardiac enzyme elevation are known inherent risks of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the events of myocardial infarction, hypertension, headache, chest tightness/pressure. And cardiac enzyme elevation are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: it was determined that the adverse event related to patient condition based on the clinical information provided in the event description. In this specific case, the reported myocardial infarction occurred approximately one month post-procedure and represents a common medical condition in patients with underlying hypertension, migraines, and anxiety. The reported secondary signs and symptoms, including headache, chest tightness, and elevated troponin levels, are consistent clinical manifestations of this condition. The treating physician specifically stated that the adverse event was not suspected to be related to the procedure or the farapulse system. Based on the available information, there is no evidence that the device or the procedure caused or contributed to the event, and it was therefore assessed as unrelated to both. There were no allegations of a device deficiency contributing to the reported adverse event, and the device has not been returned to bsc for analysis at this time. All reported codes, including myocardial infarction, hypertension, headache, chest tightness/pressure, and enzyme elevation, are consistent with the patient's clinical presentation and underlying condition.